Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl; cause was unknown. Customer consumed glucose tablets to address the bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.